Event description:
It was reported that the insulin pump alarmed button error. Customer reported being in pool with the pump while doing water aerobics. Advised discontinuation of the insulin pump. The blood glucose reading was 134mg/dl. Nothing further reported.

Manufacturer narrative:
Insulin pump received with an intermittent button response due to corroded keypad traces. No button error alarm. No moisture damage found inside the pump. Insulin pump received with minor scratches on display window, cracked case display window corner, cracked battery tube threads, cracked reservoir tube lip and cracked reservoir tube.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.